Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, a patient is experiencing unexpected astigmatism in the operative eye. The surgeon is suspecting the wrong labeling was on the lens and that he received and implanted a toric lens instead of a spherical lens. A month after the procedure the vision did not improve in the patient. The patient was tested after surgery to have 1.50 diopters of astigmatism which corrected to 0.5. The lens is still implanted. Additional information has been requested.

Event description:
Corrected information provided stating the surgeon admits that the intraocular lens (iol) that he used during surgery is fine. The residual astigmatism was created by improper patient calculation and intra-operative measurement. He claims that his complaints where caused by itrace abbretometry results (showing toric value of the lens), the surgeon checked and those measurements are not suitable for patients with diffractive lens implanted.

Manufacturer narrative:
Due to the corrected information provided in b.5., this record is not reportable as the surgeon admitted that there was no company product problem and the issue was caused by a missed calculation. There will be no further reports sent. The manufacturer internal reference number is: (B)(4).